Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he had an MRI scheduled for the day of the report. The patient reported that on (B)(6) 2015 ¿I had my whole lower back reconstructed all the way from l5 up to t10 and the reason for the MRI was the doctor wanted to see if he could feed the wires through, because during the surgery on (B)(6) 2015 the surgeon had to pull the wires out and they cut the two lead wires all the way back to the box." The patient reported that his stimulation had been off since this surgery and ¿I would assume the battery was all the way down.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.